Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Additional information obtained through evaluation of the returned device revealed that no damage to the distal tip of the 14fr esheath was observed; the liner was prematurely expanded 5cm in length from the distal tip of the sheath. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Event description:
As reported from the united kingdom by our edwards lifesciences affiliate, while passing the wire through the esheath during a transfemoral transcatheter aortic valve replacement procedure, the esheath split from the distal end. The patient did not experience any injury.

Manufacturer narrative:
Investigation is ongoing.